Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the tip of the screwdriver was broken while screwing. The broken part was taken out of the patient. The patient was not injured and there was no prolongation of surgery as an extra instrument was used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Synthes (B)(4) reviewed the locking holding sleeve ¿ long for matrix DHR, for synthes p/n 03.616.043, and synthes lot # 6752160 (supplier lot 3098800-001), manufactured by rms company. The supplier¿s certificate of compliance (dated (B)(4) 2011) indicates the parts were manufactured to p/n 03.616.043, revision ¿b¿ and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number (B)(4), revision ¿a¿ (completed on (B)(4) 2011). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device as part of the manufacturing evaluation reported the threaded tip of the inner shaft of the part is damaged. The part assembles and disassembles as required. The materials of the component parts were confirmed to be correct; the wall thickness prevented verification of the hardness. The part conformed to dimensional specifications and functional requirements at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The outer diameter of the inner shaft component was confirmed to be within specifications, but damage to the tip prevented verification of the cannulation diameter. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is not due to any fault in the manufacturing process. (B)(4)